Event description:
It was reported that multiple deployment attempts were made for the leadless implantable pulse generator (ipg) with unacceptable electrical measurements or poor fixation. The ipg behaved as though the tether was locked when in the unlocked position. The ipg was removed from the body, flushed, visually examined and the tether was flossed. The device was reinserted and deployment was attempted again with the same result. The device was removed, and an alternate leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.